Manufacturer narrative:
This bone cement is manufactured at heraeus-kulzer and distributed through zimmer orthopaedic surgical products. H3: evaluation summary: cause cannot be definitively determined. H6: evaluation: examination of the manufacturing protocol revealed no irregularities or unusual occurrences. Examination of the working properties of a retained sample of this batch showed that all tested parameters meet the specification.

Event description:
It was reported that during a revision for pain and loosening, the surgeon tapped on the tibial plate with an osteotome twice and it came right out. Upon examinaiton, he commented there was no adhering of cement onto the originally implanted tibial component and he felt that the cement had failed. He said that the originally implanted femur was well fixed.